Event description:
Boston scientific received information that at a pre-operative device interrogation for a cardioversion, it was noted that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an acute rise in pacing impedance measurements to greater than 2500 ohms, thus the cardioversion was not performed. Over a month later a revision procedure was performed where the lv lead was explanted and a new lead successfully implanted. A fluoroscopy image of the lv lead was taken during the procedure but did not yield any significant findings. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned with dried blood and body fluid noted in the entire lead lumen. Visual inspection found that the conductor coils were fractured, the polyurethane insulation was bent and the inner insulation was worn at 415 millimeters from the terminal pin. Due to the location of the fracture, analysis concluded it appeared to be consistent with a fatigue fracture near the suture sleeve tie down area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--